Event description:
Rptr indicated that a vns pt had died due to an unk reason. The pt previously had high impedance with the vns in (B)(6) 2010, which was previously reported via MDR # 1644487-2010-02094. It was suggested to the rptr at that time to disable the vns. Attempts for further info are in progress.